Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. (B)(4).

Event description:
The patient¿s pump replacement surgery was cancelled, and the patient was debilitated and residing in a nursing home. They were to be maintained by oral medication. The family did not want the pump replaced. The patient did not have an MRI, and it was unknown why the motor stalled.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump had stalled and a motor stall recovery was recorded in the event logs. The first event was shown in the logs on 2014-(B)(6). It was believed the last stall occurred on 2015-(B)(6) and that the pump was still stalled. In addition, the actual residual volume (arv) was greater than the expected reservoir volume (erv); arv 10 milliliters (ml)/erv 2 ml. There have been no known patient symptoms at this point. This device system delivered lioresal. Additional information was requested to clarify event details, troubleshooting, patient symptoms, resolution and current patient symptoms. Should additional information be received a supplemental report will be filed.